Event description:
It was reported the intraocular lens haptic was damaged as the lens was being inserted into the patient's eye. The incision was enlarged to remove and replace the damaged lens. No patient injury.

Manufacturer narrative:
(B)(4) - the lens was received and visually inspected. Results show a lens cut half way through the optic and one distorted haptic. Dried viscoelastic was present on the optic. Prior to release to market the lens met all manufacturing specifications. While we were unable to definitively determine the cause of this event it does not appear to be related to the manufacturing process. No product deficiency was identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.